Event description:
Pt admitted for a pacemaker generator replacement due to low battery or end of life. At the time of replacement the pacing lead was found to have a low resistance. Since the lead was alerted, it was replaced due to the high possibility that it would malfunction in the future.